Event description:
The customer reported that she works in a room with no window or ventilation for up to 13 hours a day. The facility is using cidex opa in an aer. She has experienced burning of the inner nostrils and has lesions inside her nose. There were no other products used in this room other than an unk enzymatic detergent, however, the customer feels very strongly that the cidex opa is causing the symptoms. The caller has seen an ent dr and the dr says he believes it is a sinus issue and does not feel a biopsy or any other further treatment is required. The dr did not prescribe any medication. Asp customer care reviewed msds with the customer. The customer did not want to provide her last name, name and number of the facility. There is no pt outcome info.

Manufacturer narrative:
(Other: burning nostrils) - (other, inhalation).